Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead has high thresholds and may be changed out. They are working with dr. (B)(6) and dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).